Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields outcomes attrib to adv event (b2), describe event or problem (b5), in section b - adverse event or product problem, model number, lot number, catalog number, expiration date and unique identifier (UDI) # (d4), in section d - suspect medical device and patient codes and impact codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that thrombosis occurred. It was reported that versacross connect laac access solution selected for a left atrial appendage (laa) closure procedure, which was being performed using transesophageal echocardiogram (tee) guidance. Venous access was obtained and transseptal puncture (tsp) was performed using the was and versacross connect (vcc). Heparin (13,000 units) was administered prior to tsp. Following removal of the versacross rf wire and insertion of a pigtail sheath into the was, an unidentified flicking object was noted at the distal tip of the sheath. Aspiration was attempted without success. The non-boston scientific pigtail catheter was removed, the versacross rf wire was advanced into the left atrium appendage (laa), and the was was removed and flushed. No thrombus was identified within the was following removal. The patient remained stable throughout the procedure. The activated clotting time (act) was 222 seconds, and an additional 5,000 units of heparin were administered after was removal. A 31mm watchman flx pro closure device was implanted. The procedure was concluded without further complication, and the patient is expected to be discharged home the same day. The procedure was completed. The device is not expected to return for analysis as disposed. It was further reported that the rf wire was inside the patient body when the patient complication occurred, no damage was noted on the device. No air was noted in the patient nor any issue with the transseptal puncture. The patient was stable when perf noted. Blood pressure dropped shortly after. The patient was admitted to the intensive care unit (ICU). As per the physician the rf wire went through the laa. Patient was stable when perforation was noted. Patient is expected to recover.

Event description:
It was reported that thrombosis occurred. It was reported that versacross connect laac access solution selected for a left atrial appendage (laa) closure procedure, which was being performed using transesophageal echocardiogram (tee) guidance. Venous access was obtained and transseptal puncture (tsp) was performed using the was and versacross connect (vcc). Heparin (13,000 units) was administered prior to tsp. Following removal of the versacross rf wire and insertion of a pigtail sheath into the was, an unidentified flicking object was noted at the distal tip of the sheath. Aspiration was attempted without success. The non-boston scientific pigtail catheter was removed, the versacross rf wire was advanced into the left atrium appendage (laa), and the was was removed and flushed. No thrombus was identified within the was following removal. The patient remained stable throughout the procedure. The activated clotting time (act) was 222 seconds, and an additional 5,000 units of heparin were administered after was removal. A 31mm watchman flx pro closure device was implanted. The procedure was concluded without further complication, and the patient is expected to be discharged home the same day. The procedure was completed. The device is not expected to return for analysis as disposed. It was further reported that the rf wire was inside the patient body when the patient complication occurred, no damage was noted on the device. No air was noted in the patient nor any issue with the transseptal puncture. The patient was stable when perf noted. Blood pressure dropped shortly after. The patient was admitted to the intensive care unit (ICU). As per the physician the rf wire went through the laa. Patient was stable when perforation was noted. Patient is expected to recover. It was further confirmed that patient has been discharged.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem. Device analysis: it was indicated the device was disposed of by the facility; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. The reported events were listed in the IFU. Risk assessment: a review of versacross rf wire risk documentation was completed and confirmed that the events of thrombosis, hypotension and pericardial effusion were defined in the risk documentation. This event type has been accounted for during the product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, boston scientific has assigned an investigation conclusion code of known inherent risk of device for the reported event of hypotension, thrombosis and cardiac perforation, as the information within the event description suggests that the event is anticipated in nature as per the IFU as reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that thrombosis occurred. It was reported that versacross connect laac access solution selected for a left atrial appendage (laa) closure procedure, which was being performed using transesophageal echocardiogram (tee) guidance. Venous access was obtained and transseptal puncture (tsp) was performed using the was and versacross connect (vcc). Heparin (13,000 units) was administered prior to tsp. Following removal of the versacross rf wire and insertion of a pigtail sheath into the was, an unidentified flicking object was noted at the distal tip of the sheath. Aspiration was attempted without success. The non-boston scientific pigtail catheter was removed, the versacross rf wire was advanced into the left atrium appendage (laa), and the was was removed and flushed. No thrombus was identified within the was following removal. The patient remained stable throughout the procedure. The activated clotting time (act) was 222 seconds, and an additional 5,000 units of heparin were administered after was removal. A 31mm watchman flx pro closure device was implanted. The procedure was concluded without further complication, and the patient is expected to be discharged home the same day. The procedure was completed. The device is not expected to return for analysis as disposed.